Event description:
The homecare provider (hcp) reported the following: 1) a nurse filled a portable unit from the c41.2) when she disengaged the portable unit, the quick connect froze open on the c41.3) technicians did not know how to stop the leak so the unit was moved outside. 4) a mgr was alerted and was able to stop the leak. 5) no injury occurred.